Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his ambicor penile prosthesis (app) removed and replaced with an inflatable penile prosthesis (ipp) a new device consisting of a 18cmx12mm cylinders, pump and 65 ml reservoir were implanted. Should additional information be received a supplemental report will be filed.